Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ the centrimag primary console is not a single use device. The approximate age of the device is calculated from the manufacture date. It will be added when the manufacturer¿s investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the extracorporeal membrane oxygenation (ECMO) alarmed with ¿m6 motor overheated¿ alarm. Customer had to do a motor change to the backup console. The rpms were at like 5300 and the flows were about 5.9 to 6 lpm which was customer thought it overheated. The motor they changed it to was already getting warm so they may or may not have to do another motor change. The customer took another console and motor arm up there from the pump room for their new backup. Per customer, the family met regarding this patient's prognosis and made the patient a do-not-resuscitate (dnr). No cause identified for the m6 alarm. Patient was following at high speeds, but did not have this issue before. Extremely warm motor when touched. Care was withdrawn, but unrelated to this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor over temp: m6 alarm was confirmed via the console¿s log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was extracted from the system for review. A review of the extracted log file showed events spanning approximately 52 days (28apr19 ¿ 19jun19 per time stamp). On (B)(6) 2019, the set speed was adjusted several times. The set speed was increased a final time at 19:50 from 4300 rpm to 5500 rpm, triggering the sub fault, sf_lmc_drive_torque_current, to fail. At 20:37, the sub fault, sf_lmc_motor_high_temperature, failed and triggered the alarm ¿motor over temp: m6¿ to activate. The motor was operating at a speed of ~5300 rpm with a flow ~5.6 lpm when the m6 alarm activated. The alarm was able to be muted and was cleared at 20:42. The console was forwarded to the service depot for analysis. The returned console was evaluated and tested. The service depot was unable to verify or duplicate the reported event of the m6 alarm. The console was tested with a test motor as well as the returned and associated motor (serial #: (B)(6), MFR# 2916596-2019-02968) and flow probe (serial #: (B)(6), MFR# 2916596-2019-02969). No m6 alarms, or other error messages, were active at any point during testing. The console was tested at every specified rpm and flow speeds to check for signs of the motor overheating. The console functioned as intended. The root cause for the motor over temp: m6 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.